Manufacturer narrative:
The pump was received with a critical pump error and was unable to download the pump due to a corroded electronic assembly. The motor assembly was found with traces of corrosion per visual inspection. Unable to perform functional testing, including the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to a critical pump error. The pump was received with minor scratches on the display window and case. The pump was received with keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical error and does not respond to button presses. Customer's blood glucose was 145mg/dl at the time of incident. The customer was advised that the device would be replaced. No further details given.